Manufacturer narrative:
The device with serial number (B)(4) was received for evaluation. Evaluation determined that the device pink rubber probe unit has a small tiny cut to the core of the probe. The device image was found to have 4 broken elements. Scratches and peelings on the light guide (lg), insertion tube and ultrasound cord were observed. The device was repaired , tested and passed all specifications. As stated on the IFU and as a preventive measure, the user manual states : the probability of failure of the endoscope and ancillary equipment increases as the number of procedure performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with which an irregularity is suspected should not be used, but should be inspected by following the section 10.1, ¿troubleshooting guide¿. If the irregularity is still suspected after inspection, contact olympus.

Event description:
It was reported that during reprocessing, it was found out that the ultrasonic gastrovideoscope had a tiny puncture on the ultrasound probe. There was no patient involvement on this reported event. There was no user harm or injury reported due to the event.